Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Dents and scratches were seen on the insulation. The instrument was tested for cracks in which an insul scan test was performed and failed. The probable root causes are normal wear, improper sterilization methods, and user misuse.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the insulation had been compromised.